Event description:
Inbound. Patient's daughter reported no disposable pump won't run alarm on both cadd legacy pump with prefilled treprostinil cassette just started this morning and unresolved with troubleshooting. Cassette wasted. No further details provided.